Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). Pt is needing MRI of the brain. Pt reported they had an x-ray done last year sometime (probably (B)(6)) and was told by their provider that the lead became unattached from the scs and the provider "went in but couldn't connect it". Pt also stated that sometime last year the amount of stimulation they were receiving declined by itself, the pt didn't manually turn stim down.

Manufacturer narrative:
Continuation of d10: product ID 3998, lot# (B)(6), implanted: (B)(6) 1999. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: (B)(6) 2002, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3998, lot# l58784, implanted: (B)(6) 1999, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient stated that in 2023 they saw a doctor and said that one lead was loose so they did an MRI. Patient stated that both lead was not working as they are getting shock on both sides. Patient said that the back pain was getting worst and feels like it came back to the beginning when they do not have a stimulator. Patient stated that their managing doctor (hcp) told them to contact the implanting hcp. Patient said implanting hcp might not be in practice. Patient said that they need to know if their implant was working and also they need an MRI done. Patient was unable to get a hold if someone that can check their implant. Agent reviewed information and emailed medtronic rep for visibility.